Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, the patient experienced a reaction / adverse event (no further details). Dexamethasone was administered as a medical intervention. It was not reported if the patient was hospitalized for the event. At the time of this report, patient outcome was not reported. No additional information is available.